Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
While hospitalized for an unrelated matter, customer experienced dka (diabetic ketoacidosis). Reportedly, insulin was manually suspended "and then [pump] shut down"; cause was not known. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.